Event description:
The risk manager from the hospital reported the following event: the screwdriver broke and the broken piece remained in the thread of the plate. The plate is implanted.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.